Event description:
It was reported that approximately three weeks post implant, the patient's right ventricular (rv) lead dislodged, had high thresholds, low r waves, and low impedance. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.